Manufacturer narrative:
Correction field: h6 (annex e, annex f). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that a noise was generated during med. The tip of the bur broke when it was rotated in the air. It was reported that there was no patient impact.

Event description:
It was reported that a noise was generated during med. The tip of the bur broke when it was rotated in the air. It was reported that there was no patient impact.

Manufacturer narrative:
H3:product analysis pli 10:evaluation determined that tool broken was confirmed. The likely cause of the allegation is the distal bearing of attachment was not supporting the stem. There is no additional failure. H3:product analysis pli 20:evaluation determined that distal bearing is detached. The bearing likely failed due to normal wear over time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that a noise was generated during med. The tip of the bur broke when it was rotated in the air. It was reported that there was no patient impact.

Manufacturer narrative:
H3: product analysis: no conclusion can be drawn, device evaluation anticipated, but not yet begun. Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: tt12c, serial/lot #: (B)(6), UDI #: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.